Manufacturer narrative:
G4: 09dec2020. B4: 09dec2020. The device was in clinical use at the time of the event. There was no report of patient or user harm. It was reported to philips that the device had displayed an alarm led failure. The device was evaluated by an international philips field service engineer (fse) who found the reported error code in the event log. The fse did not see the error displayed on the device, but reported multiple alarm led failed errors in the event log. The fse also found a lot of dirt in the device and cleaning was necessary. The power management board was replaced as part of the field change order and the device was returned to service. The pm board was replaced per fco86600050 that is unrelated to the customer reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had an error display. The device was reported to be in clinical use at the time of the event. There was no report of patient or user harm.